Event description:
The nurse attempted to hang a feeding with the enteralite infinity pump and the bag leaked. She replaced the bag and the second one also leaked at the pump tubing. On a separate occasion a few days earlier, the bag was filled with formula and there was what appeared to be a blackened hole in the bag.